Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in approximately 3.5 seconds of asystole. Additionally, the patient's atrial arrhythmia was being oversensing by the rv lead and resulted in inappropriate anti-tachycardia pacing (atp) therapy being delivered. The rv lead also exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The noise was able to be reproduced with isometrics, but the out-of-range impedance was not. The patient reported experiencing some light headedness that corresponds to when the issue was first noted. The rv lead was explanted and replaced. No additional adverse patient effects were reported.